Event description:
Healthcare professional reported that a patient was injected in the lips with juvéderm® volbella¿ xc and in the marionette lines with restylane®. Eight months later, the patient received immunizations for shingles, covid, and pneumonia. A month later, the patient was diagnosed at the ER with non-device related ¿cellulitis¿ of the right arm. The patient was treated with a dose of IV antibiotics and was discharged with doxycycline. Within a week, the patient notices ¿firmness¿ of the left upper lip and right marionette area. The event progressed until the patient had ¿swelling and firmness¿ of the entire upper lip and right marionette area. The patient was seen by two local dermatologists and was treated with hylenex to the right marionette area. A week later, the patient had a ¿diffusely swollen and firm¿ upper lip and a small area of ¿firmness¿ to the lower lip. The patient was treated with 3 vials of hylenex diluted 1:1 with bacteriostatic saline, another round of doxycycline and was started on a 6-day course of prednisone 2 days later. The patient had mild improvement following the hylenex treatment, but the patient believes the ¿swelling¿ is worsening. The event was noted to ¿be more of an immune issue than a true nodule or infection.¿ event is ongoing.

Manufacturer narrative:
Clarification to a.2. Age at time of event: in their "50's" clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of cellulitis, deemed not device related, is considered an unexpected adverse drug experience.